Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of stall due to shaft bearing and corrosion, wear or lubrication. The device code (B)(4) also applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and the information was confirmed with the managing physician. It was indicated the patient went through withdrawal symptoms of increased spasticity (specific timeframe of when it started was unknown). The inability to aspirate the catheter occurred during the day of surgery and there was no specifics as to why the doctor was not able to aspirate the catheter. The rep noted, ¿we can only assume that the catheter was either fractured or not in the intrathecal space.¿ the patient was admitted for observation because it could not be determined if they were receiving drug and ¿we would have to assume they were naïve of drug thus starting back on a high dose could be lethal.¿ the patient¿s weight was unknown and the pump had been sent back for analysis and the catheter was disposed of by the facility.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code applies to the 8596 and 8709sc catheters.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 1100 mcg/ml gablofe n at a dose of 600 mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported that upon interrogation on (B)(6) 2017, the messages of motor stall occurred and stopped pump period may exceed tube set were received. The pump and catheter were replaced on (B)(6) 2017. There were no symptoms reported. It was stated that the pump alarm/motor stall occurred a couple weeks ago and it was unknown when the catheter could not be aspirated occurred. It was stated that the patient would be admitted for observation overnight. Due to the catheter issue, the pump was decreased to 200 mcg/day (at a concentration of 2000 mcg/ml). A back table prime was performed and a catheter volume only prime was done 0.281 ml over 17 minutes. Additional information was received via the return paperwork and indicated the pump was replaced on (B)(6) 2017 and the patient was receiving intrathecal gablofen 2000 mcg/ml at 1184.7 mcg/day in flex mode via the implanted pump. The pump was returned for analysis. It was noted the reason for device removal was intermittent premature motor stall and was therapy related (unspecified). There was no patient injury and that patient recovered without sequela. A rotor and dye study were not performed. The pump logs were provided last examined (B)(6) 2017 (last change (B)(6) 2017) showed multiple motor stalls and recoveries occurred. The first stall occurred on (B)(6) 2017 at 20:10 and recovered on (B)(6) 2017 at 16:01. A motor stall occurred on (B)(6) 2017 at 18:55 and recovered on (B)(6) 2017 at 19:00. The pump stalled again on (B)(6) 2017 at 20:10 and recovered on (B)(6) 2017 at 00:01. The last stall occurred on (B)(6) 2017 at 05:33 and reached ¿stopped pump period may exceed tube set¿ on (B)(6) 2017. No further complications were reported/anticipated or expected.